Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned they were having pain in their derriere which they never had before. They added that a manufacture representative (rep) turned the ins off tow months ago, but the pain is getting worse; it is to the point where they can't sit on their left side because they can feel it nor can they lay on their left side. Patient mentioned they are getting to the point of finding an attorney because they are in so much pain; they want the device out at this point. They also think the healthcare provider (hcp) put the device in wrong at and that the device has never worked since the beginning. They also said the device was electrocuting them, they wouldn't recommend this device to anyone, and they are afraid something might have been done to their nerves. The call center recommended following up with the hcp, but they didn't want to deal with them or their rep anymore. As a result of what was reported, an hcp listing was sent to the patient. No further patient complications have been reported as a result of this event.